Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing the first pod packing coil (podj) for a coil embolization procedure, the technologist inadvertently bent the podj pusher assembly while removing the podj from its dispenser hoop. The podj pusher assembly became bent prior to use and therefore, the podj was not used in the procedure. The procedure was successfully completed using a new podj.